Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation results will be reported in the follow up report.

Event description:
It was reported that the device shut down while ventilating a pt. No pt injury reported.